Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, hematometra and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (robotic hysterectomy with or without salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: final pathologic diagnosis. 1. Uterus, cervix bilateral fallopian tubes and metal essure coils: cervix without significant pathologic alterations. Proliferative endometrium. 2. Peritoneal biopsy: fibroconnective and fibroadipose tissue with endometriosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, hematometra and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (robotic hysterectomy with or without salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: final pathologic diagnosis 1. Uterus, cervix bilateral fallopian tubes and metal essure coils: - cervix without significant pathologic alterations. - proliferative endometrium. 2. Peritoneal biopsy: - fibroconnective and fibroadipose tissue with endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.